Event description:
It was reported that the tourniquet cuff did not inflate during an endoscopic carpal tunnel procedure. The procedure was changed to an open procedure. There was no harm to the pt. Add'l info received from a user facility medwatch report reported that the physician was doing an endoscopic carpal tunnel and the tourniquet failed (deflated). An open carpal tunnel was performed to complete the procedure. (B)(4). Add'l info received upon follow-up indicated that the tourniquet cuff was placed on the arm. As soon as the case started, it allowed bleeding that could not be controlled. "Typical" troubleshooting was performed, including backing off the pressure, without success. It was noted that the tourniquet cuff did inflate and did hold pressure. It was "unclear in what manner the device was failing" and allowing blood onto the field. The procedure then was converted to an open procedure because "there was already a lot of blood in the field and it did not make sense" to continue with the endoscopic procedure at that point. There was no emergency. There were no complications due to the incident, and the pt was reported to be doing fine.

Manufacturer narrative:
This device is a class I device. Final device investigation found that the device passed functional testing. The device held pressure upon testing and showed no signs of leaking. The complaint could not be verified.